Event description:
I went into have the essure put in (B)(6) 2012, the second he put those in I was in pain, and my doctor said it was normal. The next day, my ears filled with fluid, with ringing in my ears (they still ring everyday all day). The next month, I started to get pain on my right side, under my rib. Gallbladder was inflamed,(B)(6) 2013 it was removed. After that I went into my ob's office and told him that I have pains in my sides and back to where I was about to pass out, he said it had nothing to do with the essure. The next visit was to go for the dye to see if the scar tissue was there. It was fine but I asked him again about the pain and told him that it was not like that before. He again said nope, not the essure. So I came home looked into it and see others were having the same problem and again I went in to the ob's office and he hold me I was crazy and that all those people were fake people that were reporting these issues. A few months ago my hair started to fall out and super dry hair too. Then I found a lump in the right side of my thyroid, I have 2 nodules, that they are watching for 6 months, now I have pain all the time and it's gone to my wrists, I have to have physical therapy 3x a week. My feet started to hurt so bad that I had to go to a foot doctor. I now have plantar fascitis. I also have night sweats bad and don't sleep anymore. I also get very bad vaginal infections, and cysts in my left breast. Numbing and tingling in hands and feet. The essure should be off the market.